Event description:
Caller reported that the cgm graph was missing data points, but no loss of connection or use of third-party apps was involved. There was no adverse impact to the customer¿s blood glucose level. Caller decided to wait for the display to autocorrect and planned to follow up if the issue persisted, requiring no further assistance at that time.